Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using byte day aligners, a patient reported tooth mobility issue. Patient was advised a 14-day resting period.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.